Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station was not communicating. The customer stated that this malfunction occurred while dispensing the medication. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was related to the station being stuck in windows updates. A field service engineer (fse) terminated the windows update process using task kill, stopped update services, renamed the software distribution folder, ran system file checker (sfc) and deployment image servicing and management (dism) commands, restarted the update services, and attempted to boot into the application. When the station remained stuck on initializing peripherals, the fse reimaged the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.